Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The patient did not contact their healthcare provider for high blood glucose. The customer stated that they have a back up plan. The patient was treated with manual injections. The troubleshooting was performed. The customer insulin pump is working as designed and there were no issue with the sets. The customer was advised to the change entire set, reservoir and insulin and treat per healthcare provider instruction. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.